Manufacturer narrative:
Patient information is unknown. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. A medtronic representative went to the site, reloaded the software and tested the system performance. No faults were found. Unable to duplicate the reported event.

Manufacturer narrative:
Patient information provided.patient sex was unavailable from the site.correction: on (B)(6) 2014, new information was received which clarified the reported event as unlikely to cause serious harm. The surgery was not canceled as initially reported. During registration and prior to patient registration, the surgeon chose to complete the surgery without the use of navigation. If this information was available during the initial review the reported event would not have been considered a reportable malfunction.

Event description:
A medtronic representative reported that registration failed numerous times with tracer registration during a navigated ent case. Point merge gave a successful registration, but it did not accurately match the patient's anatomy. The surgeon opted to discontinue use of the navigation and cancel the surgery. No harm to the patient was reported.